Event description:
Our hospital has experienced problems with what appears to be hard drive failures involving random, spontaneous and unexpected re-boots, qrs waveform dropouts, and nic card failures associated with the monitoring system and this results in interruption of patient monitoring. The problem is intermittent, started about 16 months ago; we have not experienced any recurrence of problems since about nine months ago, but the concern is that the problem appears to have been intermittent and don't know if it would recur at some point in the future.